Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump gave too much insulin which lead to low blood glucose level. Reservoir ring was damaged or loose. The reservoir was able to lock in place. The insulin pump will not be returned for analysis.